Manufacturer narrative:
Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced a high vault and narrowed angle. To the best of our knowledge, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- a health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of iridocorneal angles. The lens was exchanged for a shorter length lens and problem resolved. The cause of event was reported as a patient related factor. H11: manufacturer narrative - significant reduction of iridocorneal angles, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).